Manufacturer narrative:
(B)(4). Correction: the date on the initial MDR submission should have been (B)(4) 2012.

Manufacturer narrative:
(B)(4). The condition of peritonitis -no malfunction or use error was not confirmed because the disposable set was not returned to baxter and the lot number was unknown. There was no assignable cause determined as there was no device malfunction or use error.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional in (B)(6) of peritonitis in a patient coincident with dianeal ultrabag therapy. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for peritonitis. The cause of peritonitis was unknown. The patient was treated with vancomycin, nexium and perfalgan. The event of peritonitis was unrelated to baxter products.